Event description:
It was reported that during a turbinate reduction procedure using a coblator ii controller, the unit was not providing any output to activate the wands. Three additional wands were tested but all provided the same result. The surgeon did a portion of the surgery and then rescheduled the coblation for a later date. There were patient complications reported as a result of this event.